Event description:
Reportedly, on (B)(6)2025, the transmitter does not connect to the backoffice last communication date with the implant: (B)(6) 2025 last transmitter connection date: (B)(6) 2025.

Manufacturer narrative:
Analysis of the subject returned device confirmed the reported issue. The device is not able to connect to the network. The most probable hypothesis is that a component failure or a poor network coverage caused the reported event at the moment when the event occured. No cause for the reported event could be clearly established. No general maljunction is suspected on the subject device. This case is retained and utilized for trend purposes.